Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was driving and the cgm was displaying high, so she dosed herself with bolus insulin. After taking the insulin, the patient indicated they were involved in a car crash and when the paramedics arrived, they checked her blood sugar that was reading 20mg/dl and administered intravenous (IV) therapy. The contents of the IV is unknown. The patient indicated they did not feel hypoglycemic until after they were brought to a stable glucose level. The patient was transported to the hospital where she had a chest x-ray performed and blood drawn and released the same day. At the time of contact, the patient was still feeling sore. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.